Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced a high blood glucose (bg) level. Bg value not provided. At the time of the report to tandem technical support the customer had not addressed bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.